Event description:
It was reported that the patient had died. It was unknown if it was related to the event. It was noted that this was unexpected and the patient had no prior unexpected or serious adverse event while on the study. It was further reported that this event concerned the enterra humanitarian device exemption and not the clinical study. It was later reported by the patient's health care provider that the patient's death was completely unrelated. The patient reportedly died of intestinal perforation in the rectal area due to trauma. The health care provider then corrected this saying that it was not from trauma and that the patient died in his sleep but the primary care physician thought it was unrelated. It was further reported that the patient had been in the hospital but the hospitalization was also thought to be unrelated to the device. It is unclear if there was actual intestinal perforation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review revealed that the hospitalization was for recurrent vomiting and nausea which were the symptoms for which the device was placed.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).